Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal clonidine 50 mcg/ml and dilaudid 5 mg/ml via an implanted pump for spinal pain indications. It was reported that the patient had MRI last week and did not have the pump at the time. The patient reported increased pain over the weekend, the rep stated motor stall recovery showed during interrogation today (2025-07-21) and the rep wanted to check if the pump was in telemetry mode during the stall. Tech services reviewed telemetry mode with caller to assure the pump was in telemetry mode. Additional information was received on 2025-07-23 from a consumer and they spoke with the rep. It was further reported that the patient had an MRI on (B)(6) 2025. It was reported the patient had been in the hospital for three weeks (later mentioned the patient had fallen and fractured their back). The patient had three mris, and they did an interrogation post MRI, which indicated the pump resumed. The patient believed the pump alarm sounded different and there were no additional beeps after the MRI, but the pump was not interrogated post MRI. It was noted throughout last week that the patient had return of symptoms - total body reflex sympathetic dystrophy (rsd), started to have cranial nerve spasms, photophobia, pain in their teeth, terrible burning at the trigeminal nerve area - all the symptoms they used to have prior to the pump implant in 2000. It was reported when the pump was interrogated, they encountered codes 234- loss of therapy for 81hrs 4min which was the exact time from the last MRI until interrogation and 'pump motor currently stalled'. The caller believed the pump programming was adjusted, then they encountered code 529 pump stalled and recovered. Telemetry mode was reviewed, but the caller had concerns since the patient was symptomatic. The caller inquired about who and how additional testing was done to confirm the pump was functioning properly. The agent reviewed considerations and information, then redirected to hcps for further discussion as desired. The caller confirmed there were no active alerts/codes when the pump was interrogated last. The healthcare provider (hcp) also called to follow up on previous patient services call, and the hcp wanted to know what was discussed and why a dye study had been recommended to the patient rep who had called. Tech services reviewed telemetry mode in detail; tech services reviewed possible reasons why a dye study may have been suggested in the previous call based on the patient¿s reported symptoms. Per the pump logs provided from a session report date of (B)(6) 2025 a motor stall occurred on (B)(6) 2025 at 7:09pm with a recovery on the same day at 8:14pm. Another motor stall occurred on (B)(6) 2025 at 2:35 am, reached tube set on (B)(6) 2025 and recovered on (B)(6) 2025 at 11:45 am.

Event description:
Additional information was received from a healthcare provider who reported that the patient¿s symptoms of preexisting pain reemerged after the pump stall and led to the pain team¿s interrogation of the pump which showed motor stall had occurred and not recovered. No dye study was done. The symptoms improved after the pump was restarted. Per the reporter, the patient¿s hospitalization was for a different reason and the MRI was performed during the inpatient stay, during which motor stall occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.